Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the operational check. The device was evaluated onsite. An operational check was performed and error logs were reviewed. It was determined that the paddles and paddle trays were faulty. The paddles and paddle tray were replaced resolving the issue. The accessories are not expected for return. The fse confirmed the device was operational after repairs were completed and the device remains at the customer site. No further action is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the operational check. There was no reported patient involvement.